Event description:
Physician applied the mayfield skull clamp, turned the pt prone. Mayfield skull clamp "slipped" causing two lacerations on right side of scalp. Lacerations on right side of scalp were 6 inches total and required sutures.